Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their drive support cap was flushed. The customer¿s blood glucose level was 96 mg/dl at the time of the incident. Customer stated that the insulin pump had motor error. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test and primetest. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistance (gold). No motor error alarm noted. Motor passed motor test. No loose drive support cap noted during visual inspection.